Event description:
It was reported that during the procedure, the ra lead could not be fixed when it was implanted in the right atrium. The lead could not be held firmly and could not be adjusted. Multiple unsuccessful attempts were made. The lead was not implanted and was replaced. The patient had history of sick sinus syndrome. The patient was stable after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found..